Event description:
It was reported that a dexcom g7 failed to pair with the ilet pump, generating a pairing failed alert, and the user had previously toggled between g6 and g7; after guided troubleshooting, the user switched the pump setting back to g7 and the sensor paired successfully using pair code 6268. Symptoms included no reported adverse clinical effects. Outcomes included restored g7-to-pump connectivity. Investigation included customer coaching on device settings, verification of sensor-pump pairing workflow, and confirmation that the pump was set to the correct cgm generation before reattempting pairing. Investigation of this case revealed that the issue was related to configuration and pairing workflow, with no evidence of a device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm communication disruption, resolved through reconfiguration.